Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr rediguard iab. The distal end of the teflon sheath was approximately 0.5cm from the iab distal tip. Some damage was noted to the sheath tip. A 60cc syringe was connected to the short driveline tubing; the plunger of the syringe was not returned. A pressure line was connected to the iab luer. Blood was noted on the interior of the sheath sidearm and pressure line. The iab hemostasis cuff was connected to the cathgard. Blood was observed on the exterior of the bifurcate, cathgard, outer lumen, sheath and bladder membrane. The bladder was fully unwrapped. A bend was noted approximately 75.5cm from iab distal tip. The instructions for use state, "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. Other remarks: the iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iab was connected to an iabp with lab inventory driveline tubing. The iab was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. Resistance was noted at approximately 19.9cm and 76.2cm from the iab distal tip. The swg was able to advance through the central lumen. No blood or debris was noted. The swg was front loaded through the iab luer. Resistance was noted at approximately 8.9cm and 65.1cm from the iab luer. The swg was able to advance through the central lumen. No blood or debris was noted. A device history record review was conducted for the lot number / serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the iab would not fully inflate is not confirmed. The iab bladder membrane passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that the event occurred in the cath lab. The intra-aortic balloon (iab) was prepped per the instructions for use. The md inserted the super arrow-flex (saf) sheath via the patient's right femoral artery and then the iab was inserted. The md found that the distal part of the balloon wrapping was only partially inflated. The md used a syringe to inflate the membrane fully , but it did not work. As a result , the iab and sheath were removed as one unit. A second iab was retrieved and prepped. The same insertion site was used for the second iab and the patient received intra-aortic balloon pump (iabp) therapy successfully. There was a 10 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. The intra-aortic balloon (iab) was prepped per the instructions for use. The md inserted the super arrow-flex (saf) sheath via the patient's right femoral artery and then the iab was inserted. The md found that the distal part of the balloon wrapping was only partially inflated. The md used a syringe to inflate the membrane fully , but it did not work. As a result , the iab and sheath were removed as one unit. A second iab was retrieved and prepped. The same insertion site was used for the second iab and the patient received intra-aortic balloon pump (iabp) therapy successfully. There was a 10 minute delay / interruption in iabp therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required.